Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this ventilator has low volumes being delivered and monitored by the device. This issue was found during pre-use prior to the ventilator being placed on a patient.

Manufacturer narrative:
Results of investigation:the (B)(4) failure analysis lab received the suspect main printed circuit board and installed it on a known good unit. The unit¿s delivered volume was tested with a pfc-3000 where the measured volume was set at 500ml. The measured exhaled volume was reading 543 and the inhaled volume was reading 515. The operational test procedure calls the results must be in 10% of the setting. This unit passed this specification and the reported issue was unable to be reproduced.